Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump failed to register during a pre-test before an implant procedure. The pump was not implanted but was reported as being "defective." Additional information has been requested, a follow-up report will be sent if additional information becomes available.